Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Postoperative diagnosis: patient underwent right knee replacement (B)(6) 2013. Patient fell directly on her right knee. Patient underwent right total knee revision due to periprosthetic femur fracture (b2) right knee (B)(6) 2013. Only femur and liner exchanged.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon femoral component was reported. The event was confirmed based on x-rays provided. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: the provided documents were rejected for medical review. The following comment was provided: provided x-ray confirms the periprosthetic fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment. Provided x-ray confirms the periprosthetic fracture. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. While the event could be confirmed, further information such as operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Postoperative diagnosis: patient underwent right knee replacement (B)(6) 2013. Patient fell directly on her right knee. Patient underwent right total knee revision due to periprosthetic femur fracture(b2) right knee 7/26/2013. Only femur and liner exchanged.